Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s secondary surgery, lens exchanged for a longer lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -5.5/1.5/64 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best uncorrected visual acuity was 20/20.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens to have no visible damage. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid and in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens to have no visible damage. (B)(4).